Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes underfilled and overfilled. The following information was provided by the initial reporter: "customer has under fill coagulation tubes ref (B)(4). In point of her, she has over filling tubes stago have changed recently the software on their st.armax3 and the instruments reject all tubes under 90% and over 110%. It seems to be a new soft. Thats why she focused on filling coagulation tubes. Investigation in progress about using a collection device with a dead volume of air and about the parameter of stago detection. Describe patient / hcp / user impact: tubes are rejected on stago star max 3 because of a new software installed recently. When the tubes are under 90% and over 110%, the tube is rejected. Time consuming."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes underfilled and overfilled. The following information was provided by the initial reporter: "customer has under fill coagulation tubes ref (B)(4). In point of her, she has over filling tubes. Stago have changed recently the software on their st.armax3 and the instruments reject all tubes under 90% and over 110%. It seems to be a new soft. That's why she focused on filling coagulation tubes. Investigation in progress about using a collection device with a dead volume of air and about the parameter of stago detection. Describe patient / hcp / user impact: tubes are rejected on stago star max 3 because of a new software installed recently. When the tubes are under 90% and over 110%, the tube is rejected. Time consuming."